Event description:
Consumer complaint of about high blood results. Assisted the customer with performing a back to back blood test, 239 mg/dl and 203 mg/dl. Expected results are 130 mg/dl - fasting and 160 mg/dl - 175 mg/dl not fasting. No adverse event reported. Reviewed the last 5 blood results from the meter memory.

Manufacturer narrative:
(B)(4). Returned meter evaluated for complaint - no defect found. Most likely underlying root cause of malfunction: user's test strip had poor storage.